Manufacturer narrative:
(B)(4). Results: the penumbra coil 400 (pc400) pusher assembly was kinked in multiple locations and fractured in multiple locations. The pet lock was intact on the proximal end of the pusher assembly. The embolization coil was detached from the pusher assembly and had the proximal constraint sphere intact, and the pull wire was retracted out of the distal detachment tip (ddt). Conclusions: the returned pc400 pusher assembly was kinked and fractured due to its return packaging conditions. Due to this return packaging-related damage, the root cause of the reported resistance and unintentional detachment could not be determined. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left subclavian artery using penumbra coil 400''s (pc400s). During the procedure, the physician advanced a non-penumbra catheter and microcatheter towards the treatment site of the target vessel. Next, the physician placed two non-penumbra coils as anchoring coils and two additional pc400''s to fill the target vessel. While attempting to advance a third pc400 through the microcatheter, the physician experienced subtle resistance around the hub of the microcatheter and subsequently, the pc400 became stuck inside the microcatheter. The physician then attempted to retract the pc400; however, upon retraction, the pc400 unintentionally detached within the microcatheter. Therefore, the physician removed the microcatheter containing the detached coil and flushed the coil out. Thereafter, the microcatheter was flushed again and used with nine additional coils to complete the procedure. There was no report of an adverse effect to the patient.